Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient's right eye was treated for full distance correction instead of monovision. The patient notes being unable to read. The patient was advised that a follow up appointment with the surgeon would be necessary. Upon follow up, the patient is well now. A few days after the procedure, the patient was retreated.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause is user handling. The patient was treated for full distance instead of monovision. The manufacturer internal reference number is: (B)(4).